Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the pt's performance with the cochlear implant system deteriorated. The results of an integrity test done in 2007 were interpreted as being consistent with normal receiver stimulator function with multiple electrode short-circuits and anomalies. Explant/reimplant surgery is planned.